Manufacturer narrative:
The customer returned the suspect high pressure helium regulator to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the front end module board and no visual damage was observed. The senior repair technician then installed the front end module board into cs300 test fixture s/n (B)(4) and tested to factory specifications per cs300 service manual. The ncr found that the front end module board failed testing and verified the reported failure and found that the blood pressure does not zero. The senior repair technician sent the part to supplier for failure analysis as per procedure.

Event description:
It was reported that prior to use on a patient the invasive blood pressure was not reading accurately on the iabp. Tried to calibrate, voltage would drift. Potentiometer is bad. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that prior to use on a patient the invasive blood pressure was not reading accurately on the iabp. Tried to calibrate, voltage would drift. Potentiometer is bad. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The front end board was returned to the getinge national repair center (nrc) from the supplier. The supplier was able to verify the reported failure. They replaced defective t1 and board passed all of their testing. The senior repair technician installed the front end module board into cs300 test fixture and tested to factory specifications per cs300 service manual and passed testing. The senior repair technician scrapped board it is now obsolete.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they have replaced the front end module board and it fixed problem.

Event description:
It was reported that prior to use on a patient the invasive blood pressure was not reading accurately on the iabp. Tried to calibrate, voltage would drift. Potentiometer is bad. There was no patient involvement and no adverse event was reported.